Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 200 ohms. Technical services recommended extraction and lead replacement. The patient was in the hospital at the time and had left against medical advice therefore, no surgical intervention took place. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 200 ohms. Technical services recommended extraction and lead replacement. The patient was in the hospital at the time and had left against medical advice therefore, no surgical intervention took place. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this lead also exhibited high thresholds. At this time, the rv lead remains in service. No adverse patient effects were reported.